Event description:
Boston scientific received information that during a follow up visit this right atrial (ra) lead displayed high pacing impedance measurements. This ra lead also did not appear to be pacing or sensing in the atrium. An x-ray revealed a lead conductor fracture. The patient has stated that he had been turning the pg within the pocket. The physician suspected the lead issues may be attributed to twiddler's syndrome. The associated device was reprogrammed to vvi. A revision procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, the patient was seen by their cardiologist; device programming confirmed in vvi mode with no adverse patient effects of note. The patient reported feeling good with an improved ejection fraction and an echo demonstrating improved function. As a result, the physician elected to not intervene and to continue with normal follow-up. Should new information become available, this event will be further updated.

Manufacturer narrative:
The lead remains implanted but not in service. When additional information becomes available this investigation will be updated.